Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a prime rewind anomaly. Customer reported insulin was squirting out during the manual prime process. The customer's blood glucose was 192 mg/dl at the time of incident. Troubleshooting found insulin did continue to drip after the act button was released. The customer also reported the motor did not slow down and numbers did not ramp up on the screen. It was also found the drive support cap was loose on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.